Manufacturer narrative:
The insulin pump received compromised force sensor system alarms during the prime/compromised force sensor system test at 3.0lbs and received motor error alarms during the basic occlusion test due to a faulty force sensor resistor. However, the pump passed the displacement test and bolus delivery of 10 units. The motor passed the motor test.

Event description:
The customer reported via phone call that she was having issues with her insulin pump every time she refills the reservoir. Customer received a motor error alarm and a compromised force sensor system alarm. Customer's blood glucose was 114 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the pump was not bumped or dropped. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.